Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. Customer will continue to use current pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.